Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant results for patient samples tested on the architect c8000 processing module. The following data was provided. Sid (b)(64). Calcium: initial result 5.1 mg/dl, repeat result 9.6 mg/dl. Normal range 8.4 - 10.2 mg/dl. Sodium: initial result 105 mmol/l, repeat result 134 mmol/l. Normal range: 136 - 145 mmol/l. Magnesium: initial result 6.4 mg/dl, repeat result 1.8 mg/dl. Normal range: 1.6 - 2.6 mg/dl. Sid (b)(64. Potassium: initial result 6.3 mmol/l, repeat result 8.0 mmol/l. Normal range: 3.5 - 5.1 mmol/l. Sid (B)(4). Calcium: initial result 3.4 mg/dl, repeat result 7.1 mg/dl. Normal range: 8.5 - 11.0 mg/dl (newborn) sodium: initial result 109 mmol/l, repeat result 139 mmol/l. Normal range: 133 - 146 mmol/l (newborn). No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed improper function of the cuvette washer assembly. The fsr resolved the issue by replacing the vacuum pump that provides the vacuum to the cuvette washer. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for architect c804520. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the vacuum pump did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6). Or the vacuum pump was identified.